Event description:
Manufacturer of instrument trays are providing unacceptable sterilization instructions for standard hosp sterilization cycles. Some companies are not able to provide sterilization instructions in writing when requested.